Event description:
A malfunction occurred with the customer's pump on multiple occasions, including on 6/19 and 7/9, and the customer had to reset the pump to resolve it. This issue caused the customer's blood glucose level to exceed 500 mg/dl with a displayed value of "high," necessitating a correction injection via mdi. There was no third-party assistance required. The pump was resettable, and the customer had reported the same malfunction previously. Technical support decided to replace the pump and advised the customer regarding the use of updated pump software and necessary steps for returning the problematic pump. The replacement pump was sent to the customer, who acknowledged the instructions received.